Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-00026. It was reported the patient experienced ineffective stimulation. Diagnostics indicated several high impedance contacts on both leads. Reprogramming was attempted to no avail as the issue was intermittent based on body position. Surgical intervention is planned as the next course of action to address the issue.

Event description:
Device 2 of 2 , reference MFR. Report: 1627487-2018-00026. Follow up revealed that the patient's leads were explanted and replaced on (B)(6) "2018." Issue has been resolved.